Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected atrial undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient com plications have been reported as a result of this event.